Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: (B)(4) , product type: programmer, patient. Product ID: 37791, serial#: unknown , product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shows the ins is at 100 percent however the recharger is showing only 45-50%. Walked through the icons and troubleshooting resolved the issue. The programmer was replaced. No symptoms reported. Additional information received from the consumer reported they received a patient programmer (pp), but the issue was related to charging the implantable neurostimulator (ins). The consumer stated it was taking a long time for them to charge the ins, they never got to 100%, and the coupling bars were zero or maybe 2. It was reviewed the poor coupling was the recharger charging was taking longer along with the reason for the ins battery reading discrepancy from the pp to recharge. A replacement recharger antenna was sent to the consumer. Additional information was received stating the patient was still getting intermittent coupling. The patient got a replacement antenna 2 weeks ago and it did not help the coupling issue. The ins was at 0% when the rep checked today. When trying to charge for 5 hours, the ins was not advancing. The rep was working with the patient on using the antenna locator and getting better antenna positioning. The issue was resolved using better antenna positioning.

Event description:
Additional information was received from the consumer reporting they continue to have issues with intermittent poor coupling. They stated the ins does seem a little loose in the skin. They have an appointment on tuesday but the healthcare provider (hcp) does not specialize in deep brain stimulation (dbs). During the call, the patient used the adhesive discs and stated that does seem to help some as they are not seeing a loss of coupling bars. It was recommended to use them instead of holding the antenna and recommended use of harness.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.